Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was receiving fentanyl, bupivacaine, and clonidine via an implantable pump for non-malignant pain indications for use. It was reported that for two days, the handset has not been able to connect. The patient stated that it said "connecting" and then just spins then says not found. He has not been able to bolus for 2 days. He could not recall when he last charged the communicator. The agent reviewed general use of the communicator. The patient will charge the communicator and will call back once it is charge. The agent had patient reset the handset/reset blue tooth and toggle on location. The patient then stated when he was able to bolus he had to wait at 90% for a long time. The agent reviewed data and how to delete data. The issue was not resolved through troubleshooting. The patient will call back once the communicator is charged if they need further assistance.